Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan to report the one touch ultraeasy meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6), 2010, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient took no actions due to the meter power issue. On approximately (B)(6), 2010, the patient experienced the symptoms of shaking and she passed out. The patient's friend administered treatment by giving her orange juice; she did not seek any medical attention. Fifteen minutes later, the patient's blood glucose level was tested to be 90 mg/dl using another meter. Troubleshooting revealed the patient had correctly replaced the batteries. The issue was not resolved, as the patient did not have any test strips. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter power issue, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k061118.